Event description:
It was reported that the patient had multiple high ventricular lead impedances observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had multiple high ventricular lead impedances observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event. It was further reported that tha patient received an inappropriate shock due varied to high impedance and noise. The therapies were turned off on the lead and it remains in use. There were no further patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.